Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation the q1 transistor was shorted on the bedside board. The cause of the charger faults is the shorted component. In addition the battery board was contaminated. The root cause of the shorted component cannot be positively identified. The root cause for the contamination was unable to be positively determined, but likely liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger. The patient received a replacement charger/modem.

Event description:
A (B)(6) female patient reported to zoll customer support that her charger was not working. The patient was issued a replacement charger/modem.